Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unreported date, the patient began dianeal pd4 ultrabag therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient went to the hospital and was diagnosed with peritonitis. The patient was treated with unspecified antibiotics. The outcome for the peritonitis was not reported. The action taken with dianeal and extraneal therapies was not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.